Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. The displacement test could not be performed or the motor position encoder error alarm verified in the alarm history screen due to the motor error alarms. The device also had a cracked reservoir tube lip and scratched lcd window.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 128 mg/dl. It was stated that the customer wore the insulin pump during an MRI. Troubleshooting was not able to resolve the issue. The device was returned for analysis.